Event description:
It was reported that during an unknown procedure, the device was firing but the clips not holding or closing properly. Stepped firing, got jammed in part and had to remove part with the device. It is unknown how the procedure was completed. No adverse consequence to a patient was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Missing tissue stop and jaw disengaged. Additional information was requested and the following was obtained: no adverse impact to patient. Could have been more complicated if they did not have another clip applier in stock. Clarified that the device got jammed in the port and the port was removed with the device. The analysis results found that the el5ml device was received with one jaw bent and disengaged from cam and the jaw ramp bent; in addition the shaft was found to be broken at the tissue stop area and the tissue stop was missing. A bag with four malformed clips was returned along with the instrument. No functional testing could be performed due to the instrument being empty, however it is known from the history of the device that jaw damage and disengaged condition may lead to malformed clips. Possible causes for the found condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.